Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation, the balloon immediately ruptured upon reaching less than nominal burst pressure. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported target lesion was also located in a moderate tortuous below the knee.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel. 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During first inflation, the balloon immediately ruptured upon reaching less than nominal burst pressure. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.